Event description:
The patient reportedly experienced intermittency. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. A company representative confirmed that the device was not functioning. The patient's device was explanted. The patient was reimplanted with another cochlear device.